Event description:
It was reported that "on (B)(6) 2024, the luer hub was found cracked during use on the patient." The user changed to a new set. No medical intervention was required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one connector assemby for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed that the venous luer hub contained was broken and separated at the threads. The separated piece was not returned for analysis. Microscopic examination confirmed the damage and revealed scratches on the venous luer hub. The appearance of this damage is consistent with over-tightening on the hubs. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". When flushing the venous extension line, water was observed leaking out of the hole in the luer hub. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed and a potentially relevant finding was identified. Further review of the finding revealed that it was not relevant to the reported event as the failure mode is different. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a broken and separated luer hub was confirmed by complaint investigation of the returned sample. The venous luer hub was partially broken and separated. The appearance of the separation is consistent with over-tightening on the luer. Based on the customer report and the condition of the sample received, unintentional use error (overtightening) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2024, the luer hub was found cracked during use on the patient." The user changed to a new set. No medical intervention was required. The patient's current condition is reported as "fine".